Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis could not confirm the reported problem from the customer. The attached endoscope adapter (aea) was damaged or had a friction issue, discoloration of housing, desiccant container damage or loose desiccant balls.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was mirrored/inverted. It was only recognized correctly after several attempts. The procedure was completed with no reported injury.